Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels. The patient's blood glucose level was more than 300 mg/dl. The insulin leak occurred 1 to 2 days after applying a new infusion set. The patient used pen therapy and changed the infusion set. The insulin leak occurred with 4 infusion sets from the same package.

Manufacturer narrative:
Correction - the catalog number was updated in section d4 based on the returned product.